Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose levels were 41 mg/dl and 123 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they treated low blood glucose level with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Customer stated that she gave herself a manual injection and was also bolusing with the insulin pump, that is why she was dropping low. The customer alleged the insulin pump for over delivery because he had not any incidents like this. The drive support cap appeared normal. The customer will call back for troubleshooting. The insulin pump will not be returned for analysis.